Manufacturer narrative:
It was reported that the device was not functioning and "smoke came out of it". No additional information is available. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Smoke came out of it".